Event description:
It was reported that the pump was implanted in a 72 year old female. Good pain relief was achieved for approx one year. Then the pt began having less relief despite increased drug concentration. The pump was explanted due to a lack of discharge from the pump. There were no pt complications.